Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2zxyd); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that when asked if they were familiar with how to turn the therapy off the patient stated yes and proceeded to report that they knew how to do it because they had to turn it off before because they'd had to go back in recently and do a revision on it because from the time that it was implanted back in october, until maybe like maybe 2 months after it was implanted, the therapy had to be turned off until they could revise it in (B)(6) 2025. When asked why there was an issue that caused the patient to have turned the therapy off in (B)(6) 2024, (patient wasn't exactly sure on the exact date the therapy had been turned off,) the patient stated they never could figure it out, but that all they knew was that it looked like the wires migrated a little bit which was causing them to have sharp electrical shocks in their lower back but that was not what they were feeling at this time.